Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device was extremely worn. Visual examination of the distal end of the device under magnification revealed some nicks at the edge of the inner pass at the distal end. Due to the observed nicks, the complaint of metal shavings can be confirmed. This reusable device is about seven years old and has possibly seen heavy use in the field. Potential root causes for the observed damage include wear of the device or use with a pin which was slightly bent. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the customer's 7.5 mm anteromedial femoral aimer was damaged causing metal shavings inside the patient's joint during a acl reconstructive procedure. The sales rep was not present but confirmed all debris removed from joint and no adverse patient consequences or delay. The device will be returned for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the cutomer's 7.5mm anteromedal femoral aimer was damaged causing metal shavings inside the patient's joint during an acl reconstructive procedure. The sales rep was not present but confirmed all debris removed from joint and no adverse patient consequences or delay. The device will be returned for evaluation.